Manufacturer narrative:
(B)(6).

Event description:
It was reported that upon insertion the threads on the anchor came off inside the pilot hole. The anchor itself came out easily without the threads. It is unknown if there was a delay or a back up available. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.